Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11880. It was reported one of the leads had migrated, and the physician repositioned and anchored the lead. It was undetermined which lead was repositioned, so both will be reported. It was reported the pt received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.